Manufacturer narrative:
The insulin pump was received with a blank display due to severely broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was not working and had high blood glucose. It was also stated that they had damage on the battery compartment. Customer was not able to turn on the insulin pump because the crack was preventing her from putting the battery cap back on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.